Event description:
The customer questioned qc and patient results for sodium (na) on a cobas integra 400 plus between (B)(6) 2018 and (B)(6) 2018. The customer replaced the electrodes and the mixing tower but the issue was not solved. The customer noted a small amount of salt build up by the electrode housing. Preventive maintenance had recently been performed and ise tubing was changed. Sample probes were changed less than 1 month ago. The customer repeated patient samples tested for na on (B)(6) 2018 that had been reported outside of the laboratory. Upon completion of repeat testing, the customer had to correct results for an unspecified number of patients. The customer provided an example of discrepant results for 1 patient sample. The initial na result was 154 mmol/l with a data flag. The repeat result was 138 mmol/l. No adverse event occurred. The na electrode lot number and expiration date were not provided. Calibration data was ok. No issues were identified during a review of the alarm trace. The field service engineer (fse) visited the customer site. The ise unit was inspected and the ise reagents and solutions were replaced. The solutions were almost empty and had dried residue on them. The ise unit was primed and the electrodes were activated. The customer ran successful calibration and qc with no reproducibility issues. The customer stated all assays were working within specification since the service visit.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.